Manufacturer narrative:
Specific patient information is documented as unknown. Details are listed in the attached article, titled 'successful relief of central poststroke pain with burstdr spinal cord stimulation: a case series'.

Event description:
It was reported through a research article identifying a penta lead, model 3228, that may be related to an infection. Reportedly the patient experienced an infection 3 months post implant and the system was removed. The system was later re-implanted following infection resolution. Specific patient information is documented as unknown. Details are listed in the attached article, titled 'successful relief of central poststroke pain with burstdr spinal cord stimulation: a case series'.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.